Manufacturer narrative:
(B)(4) was not returned for evaluation. Review of the manufacturing records confirmed that the associated pump met all requirements prior to release. The reported event was confirmed as log file analysis revealed 22 high watt alarms and power consumption above the normal operating range. Acoustic analysis performed by the site demonstrated significant signs of pump thrombus. A site report provided by the hospital demonstrated visual evidence of thrombus within the explanted pump. The most likely root cause of the high power event can be attributed to external factors such as thrombus formation. With a review of the available information there is no indication of any device malfunctions or performance issues that would impact the event. There is also no clinical evidence to suggest that a malfunction of the device caused or contributed to the reported event. The root cause of the reported event cannot be conclusively determined; though, clinical factors that may have contributed include the patient's previous medical history (activated protein c resistance), anticoagulant therapy and related comorbidities.  In addition, lvad pump candidates often possess risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased immobility. There are patient, procedural and pharmacological factors that may have contributed to this event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. High watts alarms, an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump. Hemolysis may be due non-device related causes or shearing within the pump, and may lead to the disruption of the integrity of the erythrocyte membrane. Thrombus and hemolysis are known potential complications associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines) to avoid thrombus formation while the system is implanted. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device was retained by the site.

Event description:
A report was received that the patient had elevated plasma-free hemoglobin (pfh)/serum lactate dehydrogenase (ldh) and abnormal pump parameters two days after pump implantation. A "high power" alarm sounded initially, however, two hours later the alarm occurred more frequently.  This was accompanied by increased hemolysis parameters. Acoustic analysis revealed significant signs of pump thrombosis.  Lysis therapy was excluded. The pump was subsequently exchanged on (B)(6) 2016.  The hemolysis parameters and pump parameters returned to normal range following pump exchange. Of note, transthoracic echocardiogram (tte) performed prior to pump implantation showed thrombi in the right ventricle. It was stated that "it still could be seen, but were smaller (6x4mm)." Thrombus was not visualized during implantation or pump exchange.  The explanted pump was examined by the site. Thick thrombus was found on the rotor. The thrombus was positioned on the shrouds and also into the flow channel. The high imbalance caused high 3rd and higher harmonics. No thrombus was found in the inflow cannula. "Sandermarks" were visualized opposite to the thrombus. Secondary fibrin deposits were found on the bottom of the rotor.  The patient's anticoagulation was controlled with heparin but was not at a therapeutic level. Log files were sent. No further information was provided.

Manufacturer narrative:
The translated user report was received on december 21st, 2016 indicating that the pump was exchanged immediately after the onset of the event on (B)(6) 2016. The examination of the explanted pump showed a "big" thrombus on one of the hydrodynamic sliding surfaces which caused a high unbalance and hemolysis. There were strong grinding marks on the rear of the rotor, as well as on the housing base. It was also indicated on the report that the patient was born in the year (B)(6). Additional information received on january 17th, 2017 stated that the patient was on temporary right ventricular assist device (rvad) (levitronix) support from (B)(6) 2016 until (B)(6) 2017. The patient remains hospitalized. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.